Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Date of event; infection is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Device history a manufacturing record evaluation was performed for the finished device, product code: 179762480, lot number: bdn2etg. It was electronically reviewed and no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 25/02/2020, qty: (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in italy as follows: it was reported there were 6 cases of post surgical infections with the expedium verse system. This report is for case 1. There were no reported device breakages or reportable malfunctions. A second surgery occurred on (B)(6) 2022 to clean out the infection and remove the devices. The original spine procedure and implantation of the hardware occurred (B)(6) 2022. This complaint is linked to (B)(4). This is report 6 of 12 for (B)(4). This report is for a rod.

Event description:
This report is for verse correction key.